Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient did not have a fall and they are not sure what happened. The cause of the max settings was unknown. The patient was not sure what the cause was as they did no yoga, no accidents, no fall, no chiropractor. The patient has to has surgery again to resolve the issue. The issue was not yet resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2phf6 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that their wires had come out. The patient had an x-ray and they said that was what they saw. The patient had never fallen, had chiropractor work, or been in a car accident. Patient is scheduled to have another surgery on (B)(6) 2024 to fix the wire. It is going to cost her (B)(6) and she said she doesn't think she should have to pay for it since she paid for it once and didn't cause anything to make the wire come out. Patient noticed several months ago she was having accidents. Agent asked if she knew the date and she said it started in 2024. Wouldn't allow her to adjust stimulation and to change programs. Patient said she tried calling manufacturer representative (rep) and left a voicemail. The message she left longer than a couple weeks ago 2024. Sent email to patient relations. Case reopened to send another email to patient relations specialist. Patient called back regarding previously noted issue about payment for replacement surgery. Reviewed patient relations specialist role as patient was aware they would be contacted by them. Patient will wait for call to discuss further.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been having accidents lately starting a couple of months ago. Pt said they had not bumped it up in a while so today they decided to charge the handset and use the equipment to synch with their ins. Patient said before this they had been using 1. 4 or 1. 5 and now they are seeing the max therapy at 0.6 and that is the highest they can increase it on all of their programs. Asked patient if they have had any falls, traumatic accidents, medical tests or procedures and patient said no, they sometimes fall on their booty and probably tripped over the dog once but nothing major. Reviewed the meaning of max therapy and redirected to their doctor to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2phf6 implanted: (B)(6) 2022 explanted: (B)(6) 2024 product type lead h3: analysis of the returned lead identified that conductors 0 and 1 were broken in the distal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was noted that the lead was fractured between electrodes 1 and 2. Due to the lead issue, there was a loss of stimulation. Troubleshooting was performed but the amp would not go above 0.6 on all electrodes. Patient had a return of baseline symptoms including urinary incontinence, bowel incontinence, urinary frequency, and urinary urgency. A lead revision was performed. When implanting the lead, the physician noticed some push back from a shadow that the needle could not puncture. They could not identify what the shadow was coming from. Ultimately they were able to advance the lead enough and got good responses on all 4 electrodes. The issue was reported as being resolved.